Manufacturer narrative:
(B)(4). The homechoice (hc) device evaluation was completed. The homechoice return instrument test/evaluation (rite) electrical safety analyzer test failed specifications during the earth leakage current test. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to this rite failure. A review of the service history revealed no failures or problems that were the same as, or similar to the rite failure and there was no indication that the parts replaced during servicing caused or contributed to this event. The internal and external inspection revealed fluid contamination throughout the device from the door assembly through the manifold and into the negative tank. The functional tests were not performed due to the fluid contamination issue. The cause of the failure was determined to be the fluid contamination. It was determined that the product did not meet specifications for this issue and the device was identified to be scrapped. This issue will be further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and the evaluation is ongoing. This is an ancillary service event. Initial evaluation identified the earth leakage current test failure through the electrical returned instrument testing evaluation (rite). Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice machine, the device failed the returned instrument testing evaluation (rite) earth leakage current test. There was no patient involvement as this occurred during testing. No additional information is available.